Event description:
It was reported that this right atrial (ra) lead exhibited high pacing threshold, initially measured at 2.0 volts (v) at 0.4 milliseconds (ms) and increasing to 2.5 v at 0.4 ms. The patient had been placed on monitoring status, and a review of the current electrogram (egm) was conducted, which appeared to demonstrate atrial activity. The current status of this ra lead is unavailable. No adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.

Manufacturer narrative:
Detailed product information was not provided to boston scientific (bsc). Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted.